Event description:
The contact stated the customer's blood glucose and control readings had been lower on his old elite meter when compared to readings on a newer meter. Upon troubleshooting, it was discovered the meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the mmol/l readings. She was able to reset the meter to mg/dl, and no product will be returned.